Manufacturer narrative:
Investigation summary: bd received three samples and two photos for investigation. The indicated failure modes of missing stoppers and damaged hemogard shields were observed in the evidence provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly and cracked product/component. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes, one tube had a cracked cap showing sharp protrusions. No adverse impact was reported regarding the patient or user.